Manufacturer narrative:
(B)(6). Subject device(s) were returned for evaluation. Visual inspection did not identify sharp edges that could have contributed to the reported failure mode of ¿shedding/flaking¿. Examination of the aimers showed a small burr which may have contributed to the complained issue. Per the instructions for use (IFU), ¿ prior to use inspect the device to ensure it is not damaged. Do not use a damaged device¿. Review of the device history records was performed which confirmed no discrepancies. A complaint history review did not identify additional complaints filed for the manufactured lot. Per results of the investigation, the root cause is ¿improper maintenance¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an anterior cruciate ligament (acl) reconstruction procedure utilizing the universal endoscopic handle, it was reported that the guide wires were being scratched by the endo femoral guides and/or handle. It was reported that there were metal shavings noticed inside of the patient. Sales representative states that the surgeon may not have been keeping the guide wires parallel to the guide causing friction. This friction would cause abrasions and metal shedding/flaking. It was reported that the metal shavings were removed by flushing/irrigation and suctioning of the site in order to remove all particulate from patient. It was reported that a backup device was available. (B)(4).